Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that an avs anchor c self-drilling screw migrated approximately six days post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported.

Event description:
It was reported that an avs anchor c self-drilling screw migrated approximately six days post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported.